Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient¿s friend found him unresponsive in his vehicle. The patient was shaking the patient and trying to get him to wake up. After 20 minutes, the patient responded by saying ¿help¿. The patient¿s friend called 911. Once ems arrived, the patient¿s bg meter reading was ¿over 600 mg/dl¿ and the cgm was in an error state and not providing cgm readings. It was not specified how long the patient¿s cgm had been in an error state or whether the patient was even aware of the cgm's error state. Ems transported the patient to the ER. At the ER, the patient¿s bg meter reading was 1000 mg/dl, and he was diagnosed with dka. The patient was treated with tresiba and novolog insulin. The patient was in good condition at the time of report. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.